Event description:
Info received indicates the bed exit is not alarming.

Manufacturer narrative:
The tech found a bad connection on the 37 pin connector at the j box. The tech installed a new board in the j box to repair the bed.